Event description:
Healthcare professional reported capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, lump/nodule, capsular contracture and anxiety-product/procedure was reviewed. Visual analysis of the photographs identified. Visual analysis of the photographs identified device patch with lot number 2371950, catalog number 115-272 and black particles material was found on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having "nodules" and rupture. A physician informed patient after ultrasound that "look like cancer" and device "might cause cancer", on left side. The device has been explanted.